Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.